Manufacturer narrative:
The company service representative examined the system and could not duplicate the problems reported. The connections and tubing were checked. No system messages were found in the event log. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no patient harm/injury" (no consequences or implant to patient). Product problem(s): "the tubing to the cassette popped off" (detachment of device component); "poor cutting" (failure to cut). The customer reported that the tubing to the cassette popped off. The customer also reported poor cutting during the case. The system was switched out and the case was completed. Additional information received stated the scrub technician observed the surgeon pushing fluid into the cassette with the syringe. The scrub technician stated this may have contributed to the cassette tubing popping off. There was a 10 minute delay. No patient injury was reported.